Event description:
It was reported that the spider 2 tenet, does not hold. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the quick connect had come unscrewed from the distal ball. The unit passed the weight test. The complaint was confirmed and the root cause has been associated with a degradation problem. Factors that could have contributed to the reported event include a failure of the loctite used to secure the quick connect to the distal ball. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.